Event description:
Customer reported questioning the results of their sars-cov-2 tma tests during a validation study across their three panther instruments (sns: (B)(4). Customer used assay lot: 319365 and ran 24 patient samples and an external qc to compare rlu values and results obtained. One sample from worklist: (B)(4) did not repeat when retested, otherwise the validation study met acceptance criteria of 90%. Customer questioned why samples had varying rlu values but did not question if samples were valid. There were no results reported to patients as this was a validation study.

Manufacturer narrative:
Hologic technical support (ts) and subject matter expert (sme) reviewed logs and found no issues that could contribute to questionable sample results. Hologic molecular applications specialist (mas) confirmed the results and comparisons were valid; they advised ts to remind customer that the aptima assay is qualitative, so the rlu value alone is not sufficient to determine results. Ts provided customer with further verification criteria as per misc-06717-001 if customer would deem required. Customer understood test capabilities and generated results, reporting no further issues. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.